Event description:
It was reported that during a lap hand assisted radical nephrectomy the surgeon placed the stapler with a white load on the hilum. Once clamped down on the vessel the stapler made a strange noise when trying to fire. Would not release, had to use manual release and never did fire successfully. Removed from patient. There was no damage to the vessel according to the surgeon. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 3/5/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 189c66. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damage and with one tr45w reload loaded. The reload was received unfired. During the mechanical testing, it was noted that the firing mechanism on the device was damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached as to what caused the firing mechanism to fail as the reload was received unfired for analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/ thick tissue between the jaws, may result in increased forced to fire or instrument failure. Device history review: a manufacturing record evaluation was performed for the finished device batch number 189c66, and no non-conformances related to the reported complaint condition were identified.